Event description:
It was reported that during implant procedure, patient's right ventricular (rv) lead was kinked. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. There were no patient consequences.